Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference numbers: 3005334138-2017-00062, 3008452825-2017-00135, 2182269-2017-00068, 2030404-2017-00023, 3005334138-2017-00059. During an ablation procedure, a pericardial effusion occurred. During geometry collection the patient became hypotensive. The patient was administered adrenalin which temporarily stabilized the blood pressure but after an additional 20 minutes the patient became hypotensive once again. An echocardiogram revealed a pericardial effusion for which no treatment was administered. The procedure was completed and the patient was monitored and remained in a stable condition. There were no performance issues with ay abbott device.